Event description:
The stem and cup were loose, all implants explanted and replaced with a new set. The cup and the stem were loose per the agent. This was the 2nd revision surgery, the 1st revision was done in (B)(6) of 2011, the poly insert was swapped out due to an infection, at that time a 50mm insert was implanted in a 52mm cup. The pt has many health issues including lupus, two heart valve replacements, and is on steroids and other medications. Please refer to MFR report # 3005180920-2013-00067.